Event description:
It was reported that the patient requested to relocate the implantable pulse generator (ipg) site from the left buttock to the left flank due to discomfort and increased mobility of the ipg. Reportedly, the patient had gastric sleeve surgery in (B)(6) 2024 and lost 20 kilograms. The patient was diagnosed with eds (ehlers-danlos syndrome), which results in hypermobility of connective tissue and subsequently leads to increased mobility of the ipg in the buttock. The ipg was relocated without complications. There were no reports of patient harm or injury.

Manufacturer narrative:
Mml #: c-01624.

Manufacturer narrative:
Mml #: c-01624. Following the ipg relocation, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The device history record of the ipg was reviewed. No relevant nonconformances were found. H6 updated.

Event description:
It was reported that the patient requested to relocate the implantable pulse generator (ipg) site from the left buttock to the left flank due to discomfort and increased mobility of the ipg. Reportedly, the patient had gastric sleeve surgery in april 2024 and lost 20 kilograms. The patient was diagnosed with eds (ehlers-danlos syndrome), which results in hypermobility of connective tissue and subsequently leads to increased mobility of the ipg in the buttock. The ipg was relocated without complications. There were no reports of patient harm or injury.